Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during tka procedure the inner packaging of the legion scw lwdg s8 15d x 5p was damaged upon opening the product, the outer box did not show any signs of damage. The implant was likely contaminated since the packaged was compromised. The procedure was completed with a new opened implant of the same size. There was no delay.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device punctured through the bag and inner and outer sterile tray lids. The device was manufactured in 2016. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include rough handling. Transit damage or improper storage. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.